Manufacturer narrative:
After review of the data, there do not appear to be any issues attributable to contamination or handling.

Event description:
(B)(6) 2024: t2 bioystems received a customer complaint that the t2bacteria panel produced a discordant result. The t2bacteria panel produced a positive p. Aeruginosa result compared to positive blood culture and urine culture results for s. Aureus.